Event description:
Poor design of colonoscope enabling the tech to use a port on the channel and not receive a failure notice/alarm that the channel was not cleaned. The scope possibly was inadequately cleaned and inadequately reprocessed. Dates of use: (B)(6) 2016. Diagnosis or reason for use: endoscopic procedure.